Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the camera was not working. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device does not power up. Further, accessory device not recognized and minor scratches were identified with the device upon decontamination. The device was non-reparable and the service of the device was declined; therefore, the device was not restored to the specifications and was placed into long-term hold as it was not needed for the equipment exchange pool use. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. With the available information, we cannot determine the root cause of the main identified failures. The defective camera head ac - c-mount would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in that preoperatively to a shoulder procedure on (B)(6) 2020, it was observed that the camera on the endoscope device was not working. During in-house engineering evaluation, it was determined that the device would not power up. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.